Manufacturer narrative:
The device was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The pump was received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window and reservoir tube lip. The pump was also received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of hospitalization due to high blood glucose levels. The customer's blood glucose level at the time of hospitalization was 721mg/dl. The customer's current level is 94mg/dl. The customer states there is a crack on the upper right hand corner of the pump, all the way around to the bottom of the left hand side where the reservoir goes. The customer states receiving a no delivery alarm. Troubleshoot was conducted. The customer was advised that the device would be replaced and need to be returned for analysis.